Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The lot number 2064 (job # 918185) was manufactured in october 2011. The subject device was not returned for evaluation. Multiple follow ups were made however, no response is received from the customer. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. If the suspect device is returned for evaluation/investigation or additional significant information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that the tips were broken. There were no further details provided regarding the reported event. No patient involvement reported. No user injury reported